Event description:
The hcp reported that over the past six months the patient would get "narcotized every 2-3 weeks. The patient was to received morphine 50 mg/ml at a rate of 3 mg/day via the drug delivery system. The patient was hospitalized and the pump stopped. It was determined that the catheter was occluded as the hcp was unable to aspirate. The catheter was therefore changed.